Manufacturer narrative:
Investigation of the cannula assembly and bottom housing did not find any damages or abnormalities that could contribute to the reported skin irritation. The exact cause of the reported skin irritation could not be conclusively determined. Additionally, investigation discovered a tear on the exposed portion of the soft cannula. This small tear caused a leakage, diverting fluid away from completing the fluid path. Although damage was observed on the exposed portion of the soft cannula, this did not affect the functionality of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 340 mg/dl while wearing the pod between 24 and 36 hours on the leg. For treatment, the parent changed out the pod.